Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads . Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent field testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated after extensive testing. Review of the device activity log does show occurrences of the customer report. It is important to mention the electrode pads used at the time of the reported event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.